Manufacturer narrative:
This lead remains in service and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician noticed some loss of capture with this right ventricular defibrillation lead due to a rise in threshold measurements. The physician decided to program the device to "monitor only" mode because the patient has never needed tachycardia therapy, and a replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.